Manufacturer narrative:
Block b3: exact date unknown, event occurred in b)(6) 2025. Additional suspect medical device components involved in the event: model/catalog description: dbs directional lead sterile kit 45cm model: db-2202-45, serial: (B)(6), batch: 7120687, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence at the lead implant site. The physician indicated that the event was related to a non-dbs surgical procedure performed near the lead incision site, which failed to heal despite antibiotic treatment. As the condition did not improve over several months, the patient was admitted and underwent a procedure to remove the leads. The patient was treated with intravenous (IV) antibiotics and recovered well postoperatively. Device analysis was not performed because the explanted devices were retained by the facility.